Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 2.9, date: (B)(6) 2012, inratio: 2.5, lab: 20.0. That evening the pt began diflucan. Later that evening and into the next day, unexpected bleeding was occurring. (B)(6) - pt admitted to hospital due to bleeding. Therapeutic range: unknown.

Manufacturer narrative:
Investigation pending.